Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator failed opcheck and displayed the message service required. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4).